Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that their therapy was turning off by itself. The therapy would turn off during various activities. It had happened twice when the patient was in the car and also when they were laying down. The patient felt the pain return and when they checked their therapy status they saw the stimulation off icon. The patient had been experiencing a return of pain and their leg was aching. The onset of these symptoms was considered sudden. The therapy would shut off 2 to 3 times a day. The patient had undergone an MRI recently but everything went fine with the MRI. They were able to activate MRI mode and turn therapy back on again after the MRI without a problem. The stimulator was (B)(6) charged at the time of the report. The patient noted that there did not seem to be a correlation between the therapy turning off and recharging the implantable neurostimulator (ins). However, they noted that there was one day where the ins seemed to go through "juice" like mad and then they charged and it seemed to go back to normal. The patient had been changing programs as they normally did to maintain pain relief but had been changing them a lot during the week of the report. The patient was indicated for spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.